Event description:
During removal of guidezilla catheter, it was noted by physician and scrub tech that the guidezilla catheter broke off within the interventional guide catheter. Post procedure the broken catheter was removed by physician from within the guide catheter for confirmation. FDA safety report ID# (B)(4).